Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The aus was replaced with another device. There were no additional patient complications reported